Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5087292. It was reported that a female patient underwent breast surgery with unspecified saline mentor breast implants and experienced bilateral autoimmune disorders post-operational. In addition, the patient reported joint pain, insomnia, fatigue, heart palpitations, vertigo, jaundiced skin and eyes, and rheumatoid arthritis. As a result, the patient underwent bilateral device removal on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed and updated. This report is for one of the two devices.